Event description:
Many image quality concerns with (B)(4) aplio 500 ultrasound systems: color flow is difficult to obtain and/or has significant artifact with plague in vessels that make it difficult to diagnosis bleeding over vessels continues to be present. Velocity measurement does not go into the calculations package at greater than 100 cm/sec. These problems can result in missed and mis-diagnosis. The systems known to be experiencing these problems have been taken out of service. (B)(4) has been contacted and responded, but has not been able to fix these image quality issues.